Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - hfn lh 130 deg 9mm x 360mm catalog#: 814609360 lot#: dmgb52, hfn lag screw 10.5mm x 110mm catalog#: 814510110 lot#: se1131310f, cortical bone scr 5.0mm x 38mm catalog#: 814550038 lot#: dnkcll. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the photos and the device itself showed no noticeable damage or deformity. There were some marks at the nail insertion point to suggest attempted use. No biologic material was visibly present on the device. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was determined to be incorrect gaging method used by depuy to measure the engagement features on the nails and the jig. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product evaluation - the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Returned, not yet evaluated.

Event description:
It is reported that during a hip fracture nailing procedure, the nail would not assemble with the insertion/target guide. Another nail was available and utilized to complete the procedure. No adverse events have been reported as a result of the malfunction.